Event description:
Catheter failed to cross the distal rca. Taken out of body, wrapped in 2 loops and put on the table. When they went to use it again, it separated in 2 outside of the body at the transition point that is most proximal on the catheter. Hospital could not provide the size or lot ID of this device. Disposed of product.

Manufacturer narrative:
Product disposed by hosp and part number and lot number were not provided, thus cannot obtain exp date and device manufacture date. Method: product disposed by hospital, thus unable to evaluate device. The product was discarded by the hosp. Attempts to obtain the part number and lot number were unsuccessful. The location of the alleged separation could not be confirmed. The alleged separation occurred after initial use and prior to an attempt to reuse the catheter. Device labeling indicates that the catheter is intended for a single use. Retained device components is a potential adverse effect of coronary angioplasty procedures and is listed in the angiosculpt device IFU. However, in this event, the alleged separation occurred outside of the patient.